Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
As per service technician, device kept running after trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
As per service technician, device kept running after trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.